Manufacturer narrative:
Product in complaint was returned to zoll circulation on 04/24/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
Complainant alleged that during a shift check, the battery status led on an autopulse li-ion battery did not illuminate, even though the battery was fully charged. There were no reports of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse li-ion battery ((B)(4)) was returned to the manufacturer and evaluated. The root cause was investigated and the complaint was confirmed. Voltage across one of the 11 cells has exceeded the maximum allowed value. This was likely due to a mechanical impact to the battery, which lead to a broken resistor adjacent to a cell, that helped bleed current around the cell during charging.